Manufacturer narrative:
.

Event description:
It was reported that the vns patient was admitted to the hospital on (B)(6) 2014 due to syncope. The syncope did not correspond to any of the patient¿s seizure types. The patient¿s syncope was unable to be reproduced while in the hospital. It was reported that the patient¿s syncope could be related to the weather or were psychogenic non-epileptic events; however, no definitive conclusions could be made. The patient was discharged from the hospital with no issues. The patient¿s parents did not observe any adverse events involving the patient. Attempts for additional relevant information have been unsuccessful to date.

Event description:
It was reported that the syncope has resolved and is not related to vns therapy. It was reported that vns therapy was delivering as intended.